Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device activated on its own without the activation button being pressed. There was no pt injury.